Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37752, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that from 2009-2014, the patient did not have any problems with the pain stimulation therapy. In (B)(6) 2014, the patient received a jolt and after this the patient had difficulty charging and therapy was not as good. She had not been receiving pain relief since (B)(6) 2014. The patient last attempted to recharge in (B)(6) 2014 but the patient did not think it seemed to recharge at that time. The patient thought the ins had been in discharge or overdischarged. The manufacturing representative was going to meet with the patient in 6 days at the healthcare provider (hcp) office. The manufacturing representative was not sure if the jolt was correlated with any falls or trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that starting two days prior to report the patient began feeling numb on her left side in her arms and legs and was having difficulty swallowing. It was further reported the patient could not drive anywhere due to her numbness condition. It was stated the patient had difficulty connecting between her recharger and implantable neurostimulator (ins). It was further stated that when the patient was walked through the connection process, the patient observed six coupling bars and verified the ins was charging. It was noted that the patient did not see a lightning bolt on the recharger screen, indicating the ins was not on at the time of report. It was also reported the patient could feel stimulation at the time of report and that her ins was on. The patient was redirected to her healthcare provider (hcp). Additional information reported the patient was seen in the emergency room for her condition. It was later reported that the patient had numbness and facial drooping after charging their implantable neurostimulator (ins) for a half hour. It was noted that this started on (B)(6) 2014 and the patient thought they were having a stroke. The patient reportedly went to the emergency room on (B)(6) 2014 and had an x-ray with contrast on their head and neck. The x-ray reportedly did not find anything. The patient saw their health care provider (hcp) on (B)(6) 2014 and had an ¿a1c at 7.¿ it was noted that this was a measure of their glucose for diabetes, which was good. The patient reportedly saw their neurologist on (B)(6) 2014 and they said it was the patient¿s central nervous system, possibly due to their diabetes. The patient was concerned that recharging was causing the issue and had not tried to charge their ins since (B)(6) 2014 because they did not want to risk more damage to the nervous system. It was noted that, as of the day of the report, the patient was still numb; but starting a couple weeks prior to the report they could feel pain in their feet, lower left sacroiliac joint, and where they inject themselves with insulin. It was also noted that the patient felt that this pain was ¿promising.¿ it was further noted that the last time the patient charged was (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient got a shock on (B)(6) it was stated that she was following instructions on the recharger, did a reset and she "had a big jolt" and has been numb ever since. It was stated that the right side of her face was drooping and she couldn't feel it/had no sensations and that concerned her. The patient mentioned jolting on and (B)(6). It was noted that the patient saw a healthcare professional. The patient stated that she wanted to recharge yesterday but was "afraid of the jolting". The caller stated she was not seeing the "ins on" icon on the recharger. The caller stated that she hasn't recharged for a while because she was afraid. It was noted that the patient saw a manufacturer's representative (B)(6) and x-rays were also done, but she didn't get the results. It was stated that on (B)(6) she would be seeing the hcp. The patient stated that she was pretty uncomfortable she has been numb since (B)(6). It was noted that the patient stated dissatisfaction with their field representative's service, saying he hadn't been very effective and didn't return her calls. Additional information received reported that the manufacturer's representative would call the patient. Additional information received reported that the patient "had a psychological belief that the system was causing these issues". It was reported that the patient was fine and that the stimulation was working appropriately. It was noted that the impedances on the device were good.